Event description:
Reporter alleged that comfort curve blood glucose test strips were missing the exp. Date and lot number. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.